Event description:
During a ptca procedure, it took a long time to deflate the balloon. No pt injuries or complications occurred.

Manufacturer narrative:
Returned product analysis confirmed deflation difficulties. Examination of the balloon catheter revealed a kink in the inflation lumen. The kink may have restricted flow of fluid to and from the balloon. The cause of the kink or when it occurred could not be determined.